Event description:
The customer contacted stryker to report that their device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and the reported problem was verified but not duplicated. The system pcb was replaced as a precaution. The root cause was unable to be determined. The device passed functional and performance testing and was returned to the customer.